Event description:
Advocate stated that he ran a blood test on his mother using her contour meter and result was 113mg/dl. She had hypoglycemic symptoms and paramedics were called. They ran the customer's blood test with their meter and result was 25mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. Advocate would not provide any further details about the event or product. Product was not replaced and is not expected to be returned for eval.

Manufacturer narrative:
The advocate would not provide customer's personal info or product info. It's not possible to determine the manufacture date or 510k number w/o the meter info.